Manufacturer narrative:
Reported event an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed by product inspection. Method & results -product evaluation and results: the stem was returned fractured. Damage consistent with the cement mantle breakdown process was observed on the stem. Damage consistent with explantation was also observed on the stem and fracture surfaces. The fracture initiated on the superior surface and propagated inferiorly. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: undated unlabeled x-ray ap pelvis: cemented left tha reduced nominal right hip oa. Undated, unlabeled x-ray ap pelvis: bilateral cemented tha, bilateral reduced, nominal, left hip no change from previous x-ray, right hip skin staples in situ. No clinical or pmh, no dated serial x-rays, no operative reports, no examination of explanted component no mention of which hip is involved. Based upon these 2 undated x-rays, no confirmation of the event description or preparation of a medical report is possible. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the exeter stem in patient was broken. The returned stem had fractured in fatigue, with the fracture propagating inferiorly and final fracture occurring in overload. Eds showed that the stem chemistry was consistent with the respective drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.

Event description:
The patient was at work in germany (B)(6) 2018 when his hip collapsed and he got accute and severe pain, and lost the ability to walk. The prosthesis was broken and he had revision surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The patient was at work in (B)(6), (B)(6) 2018 when his hip collapsed and he got acute and severe pain, and lost the ability to walk. The prosthesis was broken and he had revision surgery.